Event description:
During an in-clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.